Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation february 11, 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020 the invoice date was obtained to best estimate the date of implantation. The original date of implant provided was (B)(6) 2018. The manufactured date of the device is (B)(6) 2018. The most reasonable estimate of an accurate date of implantation is being derived from the invoice date. The invoiced date is (B)(6) 2019. D6 has been updated to reflect this. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a deflation of the breast implant. A manufacturing record evaluation (mre) was performed for the finished device number 7643262, and no non-conformance's related to the reported complaint were identified. The device was visually inspected and a tear measuring approximately 8.0 cm was found on the posterior view. Microscopic examination was performed using a scanning electron microscope (sem) and the cause of the rupture could not be identified. Causes of deflation of saline- filled implants include, but are not limited to, the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal,daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise or athletics. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor smooth round high profile 380cc saline prosthesis, catalog #3503380, serial number #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor smooth round high profile 380cc saline prosthesis experienced spontaneous right sided deflation post procedure. The patient received an official diagnosis for the deflation through a physical exam performed by her physician. As a result, an explant was performed on (B)(6) 2020.